Event description:
It was reported that the insulin pump had an unresponsive act button, which prevented the user from rewinding the insulin pump. The blood glucose reading was 10.4 mmol/l. Upon troubleshooting, it was found that the user was giving herself a dual wave bolus and had 1 hour left on the process. She was advised that if something was running in the background, the device would not allow her to rewind. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with intermittent act button response due to a flattened dome. The keypad connector was inspected and no anomalies were noted. The pump passed the basic occlusion and displacement tests. No rewind anomaly was noted. The pump was received with minor scratches on the lcd window and cracked battery tube threads.